Event description:
On (B)(6) 2011, son reported that patient has experienced leaks of insulin in the infusion set at or near the site. It's unknown whether the leaks have occurred at the infusion site or at the infusion set connector. This concern has occurred off and on for 3 weeks. Patient discovered the leak when she smelled insulin and her blood glucose was elevated. She has also felt moisture near her site. An audible click can be heard when the infusion tubing is connected to the headset. Insertion device used to insert the headset, and proper site management is practiced. The alleged infusion set was discarded and not requested for evaluation. Patient's current site is not leaking and blood glucose is stabilized. Several attempts were made to follow-up with patient, and these were unsuccessful. Exact levels of blood glucose, target blood glucose, and treatment provided are unknown. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
Method and results: no product will be returned for evaluation.